Event description:
Synvisc injection given to pt, causing severe swelling in the knee that required hospitalization; also pain; no s.o.b. Per rn at md office. Pt has had synvisc multiple times in the past with no issues - md office feels that the lot # is responsible - this event was reported by the md office to us. Dose or amount: both knees, frequency: 2wk x 3 weeks, route: intra articular. Dates of use: 2008. Diagnosis or reason for use: osteoarthritis knees.